Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was identified.

Event description:
Customer reported the gravity set tubing failed in the cath lab. Pt received an overinfusion of normal saline because the pinch clamp released. The pt received lasix ivp, however the customer was not certain that the lasix infusion was related to the overinfusion. There was no report of pt harm or medical intervention. No further pt/event information is available.